Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device speaker intermittently does not work; they had a speaker malfunction error message, and that there was no audible alarm. The device was being used in a case at the time the issue was discovered. There was no adverse event or patient harm reported. There was no lack of awareness to the patient's condition. There was no delay in treatment. Patient details are not available.